Event description:
During a procedure, the matrix pedicle screw broke during insertion. The surgeon was using a manual screwdriver when the head broke off of the screw. The broken screw was successfully removed. No pt injury and the surgery was completed successfully.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. After reviewing the DHR for all material, components, and assembly, no discrepancies were found that could be associated with this complaint. Due to the product in the assembled state during the investigation, dimensions pertinent to the area of failure, including the collect material, could not be evaluated; therefore, this complaint is considered indetermine.